Event description:
It was reported that this artificial urinary sphincter stopped working. A revision surgery was performed, during which a leak in the balloon due to a hole was noted; therefore, the component was as removed and replaced. There were no patient complications reported.